Manufacturer narrative:
Unable to verify s/w due to missing segments or partial display. The pump was received with minor scratches on the lcd window and missing segments or partial display due to cracked glass. Unable to perform the displacement test and self test due to missing segments or partial display.

Event description:
The customer reported via phone call that the insulin pump's screen was cracked. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.